Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the orange plastic around central screw of poly trial broke off during the insertion of the trial poly liner. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Visual examination of the instrument confirmed the complaint. A piece broke off from the instrument in a circular shape around the snap ring area. Additionally, trial presents scratches and nicks throughout the surface and the central screw component. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as lot number was not visible.